Event description:
Procedure type: hernia. According to the reporter: the needle broke when loading the cartridge. Another cartridge was used which on the last firing the needle broke and 1/2 remained on the tissue. Dr did an x-ray and was unable to locate de needle. No other info provided.

Manufacturer narrative:
(B)(4).